Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), lot: ab2315.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances and on evaluation, the lead was fractured. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was fractured.